Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At 6 months post activation the patient's hearing perception and speech with the device has deteriorated. At a follow-up appointment the patient reported volume changes with head movement and poor sound quality compared to 3 months prior. There is no report of an accident or trauma and no changes in health.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At 6 months post activation the recipient's hearing perception and speech with the device has deteriorated. At a follow-up appointment on (B)(6) 2017 the recipient reported volume changes with head movement and poor sound quality compared to 3 months prior. There is no report of an accident or trauma and no changes in health. The recipient was re-implanted.